Event description:
It was reported that during impaction of a leopard cage, the inserter instrument became loose and was removed from the wound. Inspection uncovered black fragment of cage. The remnants were removed. The surgeon malleted a second cage with a different inserter. This had the same result but this cage was deemed irretrievable. The first cage involved in the event is being returned and the second cage was implanted. The surgeon attributed a dural tear to the incident which in turn added at least an hour to the case. At this time, the patient is reported to be doing well and is making progress at rehabilitation. The following mfg. Medwatch reports are being filed for the two leopard cages that were involved in this event: 1526439-2014-11543; 1526439-2014-11544.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was implanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.